Manufacturer narrative:
One used cadd-legacy® plus pump was received for investigation. A visual inspection revealed the device to be in fair physical condition. A review of the event history log found multiple occurrences of high pressure alarms. An attempt was made to test the device, but during priming the error code "1871" was exhibited. The downstream occlusion sensor was unable to be tested. The motor was found to be sluggish. The complaint was not able to be confirmed.

Event description:
It was reported that a cadd-legacy® plus pump had "downstream occlusion activation out of range". No injury was reported.